Event description:
Notified MFR 10/3/94 - breakage of a blue cement currette. The broken piece remains missing. No pt injury is known at this time. Radiology films are negative for foreign object. Upon investigation of the box, it was noticed that another currette still packaged was broken. Both have the same lot #.